Manufacturer narrative:
The pod was received with the cannula deployed. Initial inspection of the pod found the exposed portion of the soft cannula to be kinked. During fluid path testing, a tear was found in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when these damages occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Cracks were observed on the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the device and the download data from the device indicate that the cracks had no affect on the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 600 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. For treatment, the patient gave correction boluses.